Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results for a male patient. The following data was provided: sample ID (B)(6) initial result, on (B)(6) 2024, was 12723.1, repeat results were 12795.7 and 14069.9 pg/ml. The patient was recollected on (B)(6) 2024 and tested with a siemens assay and the result was 2.5, which is normal. The patient had high troponin results when tested at another laboratory using an alinity assay in 2020/2021 that was not reported. The patient was tested on (B)(6) 2022 using a roche troponin t assay and the result was 3.79, which is normal and again on (B)(6) 2022, with roche troponin t assay and the result was 4.81, which is normal. The patient underwent an echocardiogram and a stress test on (B)(6) 2024. There was no reported impact to the patient due to the testing.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity I stat high sensitive troponin-I results included a review of complaint text, a search for similar complaints, trending data, labeling, and device history records. Return testing was not completed as returns were not available. The overall performance of alinity I stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The patient median values for the lots 65657ud00/65652ud00 (which contain the same bulk material as the complaint lot 65656ud00) are within the established limits and comparable to the historical reagent lot performance. Trending review determined no related trend for the issue for the product. Device history record review did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency for the alinity I stat high sensitive troponin-I, lot number 65656ud00, was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 08p13, that has a similar product distributed in the us, list number 04z21, and a 510k/PMA/bla number of k202525.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results for a male patient. The following data was provided: sample ID (B)(6) initial result, on (B)(6) 2024, was 12723.1, repeat results were 12795.7 and 14069.9 pg/ml. The patient was recollected on (B)(6) 2024 and tested with a siemens assay and the result was 2.5, which is normal. The patient had high troponin results when tested at another laboratory using an alinity assay in 2020/2021 that was not reported. The patient was tested on (B)(6) 2022 using a roche troponin t assay and the result was 3.79, which is normal and again on (B)(6) 2022, with roche troponin t assay and the result was 4.81, which is normal. The patient underwent an echocardiogram and a stress test on (B)(6) 2024. There was no reported impact to the patient due to the testing.